Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e1(name),h6(clinical & impact).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit' screen does not display an image. There was no patient involvement.

Manufacturer narrative:
It was being reported that during a routine check the cs100 intra aortic balloon pump (iabp) had an issue regarding the "screen does not display an image" for the iabp. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the screen was not displayed. Than the fse had further unplugged the connector inside the screen and plugged it again. After that it was being found that the screen had been returned to its normal operation and the can also works normally. Working hours: 22,762 hrs. Dss:01d, iabp: q01l. There was no involvement of the patient.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit' screen does not display an image. There was no injuries.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.